Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, the event occurred on (B)(6) 2017. The tissue immediately surrounding the anastomosis site got damaged.

Event description:
According to the reporter, during procedure, the device broke. The first product was pulled off from the white plastic piece and the remaining suture would not detach and suture had to be cut. Suture were needed to hand sew and repair the anastomosis, since the retaining sutures tore the tissue. The orvil's retaining suture would not release to detach the og tubing. The patient was alive and with no injury during this event.